Event description:
It was reported that the rv lead suture sleeve had migrated down the lead and was at the tip of the lead in the heart. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.